Event description:
It was reported that the patient presented with dislodgement of the right atrial lead. The lead was explanted. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket (B)(4), (B)(6). The initial submission attempt was performed on september 22, 2022.

Event description:
New information received notes that the dislodged lead exhibited high capture threshold. The patient was in stable condition after the explant procedure.